Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, that the c-arm of the device experienced jerking during it tomography motion and exposure, causing c-arm artifact during artifact evaluation. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed the shaking during tomography motion during inspections. The fse discovered the c-arm rotation gear had loose mounting hardware. Under further inspection, the fse reported that the eight ring gear bolts were loose. The fse removed the eight bolts and applied loctite to each bolt. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.